Manufacturer narrative:
The customer reported that the AED will not power on and the asi is flashing red. The battery pack has an expiration date of october 2024, the pads have an expiration date of september 2024, and the maintenance schedule is reported as monthly. Trouble shooting with the customer: the customer used an alternate battery pack that had an expiration date of september 2023 to obtain AED software version. Advised the customer to remove AED and both battery packs from service, the product warranty has expired; contact the distributor asap to order replacement battery pack. When the new battery pack is received, install and verify the asi flashing green. Reviewed proper maintenance and requested a call back for technical support if needed. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is alerting but will not power on. They installed a 2nd battery pack and received a replace battery pack now warning. They reported this did not occur during patient use.